Event description:
Surgeon reamed to 55mm and implanted to a 54mm trident psl cluster cup. Unable to seat ceramic liner, despite impacting as above, so left the liner incompletely seated. Surgeon said liner was still toggling at equator.

Manufacturer narrative:
Associated device: trident psl ha cluster, 54mm, cat # 542-11-54f, lot # 39000101. The devices were not available for evaluation as they remain implanted. The root cause of the reported event cannot be determined however, there is no evidence that it is material or manufacturing related. The importance of correct assembly of the devices is noted in the instructions for use and the technique for implantation of the insert is clearly described in the surgical protocol. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lots.